Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had low audio output on (B)(6) 2016. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of a low audio output was not confirmed. A root cause could not be determined.